Manufacturer narrative:
The customer contacted the siemens healthcare diagnostics customer care center about the discordant high urine ecrea result. The cause of the discordant high ecrea result is unknown. The incident is under investigation by the siemens headquarters support center (hsc).

Event description:
A discordant high enzymatic creatinine (ecrea) result was obtained on a patient urine sample on the dimension vista 1500 system. The discordant patient result was not reported to the physician. The result was questioned within the laboratory and the same sample was repeated on the original dimension vista and a lower result was obtained. The same sample was repeated on an alternate dimension vista and a lower result was obtained. There are no known reports of patient intervention or adverse health consequences due to the discordant high ecrea result.

Manufacturer narrative:
Original MDR was filed 9/25/2017. Siemens headquarters support center (hsc) investigated the incident. Calibration and quality control results were within conformance on instrument (B)(4). Upon recovery of the discrepant result, troubleshooting actions were conducted on dimension vista serial number (B)(4). After the customer observed a discrepant result for sid (B)(4), the customer ran urine quality controls which recovered within the customer established ranges. The cause of the discordant elevated enzymatic creatinine (ecrea) is unknown. The instrument is performing as manufactured. No product problem was identified. The device is performing within specifications. No further evaluation of the device is required.